Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Medwatch initial reporter phone number was provided as "(B)(6)."

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas 8000 e 602 module (e602). The erroneous result was not reported outside of the laboratory. No other tests were affected and no other issues were observed. The analyzer is in use 24 hours per day and is stopped once per morning for maintenance and reagent loading. The sample initially resulted as 218.9 miu/ml. The sample was repeated on a second e602 analyzer on (B)(6) 2017, resulting as 0.100 miu/ml accompanied by a data flag. The sample was repeated a second time on the second e602 analyzer on (B)(6) 2017, resulting as 0.100 miu/ml. The sample was also repeated a third time on the original e602 analyzer, resulting as < 0.100 miu/ml. A result of 0.100 miu/ml was expected for the patient. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 179825. The expiration date was asked for, but not provided. The field service engineer checked the analyzer and found no contamination. Performance testing was performed and this was within specifications. The laboratory temperature and humidity were checked; these were acceptable. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte. Quality controls were found to be within range on the day of the event, but imprecision was noticed and there was a low recovery trend. The last calibration was performed in (B)(6) and this was within expectations. Calibration was found to be overdue and infrequent.